Event description:
It was reported that during a lead revision, stimulation was unsuccessful through all contacts of the new lead. Following several lead maneuvers, one configuration yielded a successful stimulation which was not repeatable. The snap lead cable and the neurostimulator battery were both replaced without a positive result. Impedance measurements showed contacts 2 and 3 to be greater than 10,000 ohms. The new lead was replaced and introduced to the patient's dorsal area of the spinal cord with contacts at t11-t9, as the physician was not able to find the anchor site and decided to drag the lead all the way out from the epidural space. This resulted in successful delivery of stimulation. The patient was satisfied with the pain reduction he felt in his right leg with the help of the therapy.

Manufacturer narrative:
(B)(4).